Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large bubble in the middle and a larger one near the reservoir. The patient¿s blood glucose was 208 mg/dl at the time of the incident. Other blood glucose levels were 205 and 281mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The insulin pump passed the high pressure test. Reportedly, she also had issues with the sensors that first sensor fell off, second sensor was not able to connect to the pump. The reservoir is not expected to be returned for analysis.